Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an ECG showed a rate decrease and that there was no telemetry.~~~~~~~~~